Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a brachial access procedure was performed using left brachial access to treat the right common femoral artery, and laser atherectomy was performed to the right common femoral artery and external iliac artery, after which a drug-coated balloonwas advanced to the target through previously deployed self-expanding stents. The vessel was not pre-dilated despite a recommendation to pre-dilate. During the initial inflation attempt, balloon rupture was noted when the inflator was attached and turned, and blood backflow was observed via the balloon catheter. No resistance was encountered when advancing the device, embolic protection was not used, and the vessel was not post-dilated. The device was removed from the patient, and the procedure was completed using a new medtronic admiral drug coated balloon. No injury or health consequences were reported.